Event description:
Customer passed away. Md and md's office manager stated that customer had multiple medical issues none was specified. Cause of death still unknown. It was stated that customer was wearing the pump at the time of her death.